Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Further investigation of the returned device indicated that the uv adhesive bond at the location of the limb sheath/guidewire was not fully cured which could affect the tensile strength at that location. Both the component failure and operational context caused the event.

Event description:
Physician a 5th case. While attempting to release the contralateral limb of a bifurcated device by pulling on the device limb wire, the limb wire separated from the contralateral limb sheath right at the base of the sheath. An 0.014" guidewire was already in place. The physician used a snare to release and remove the contralateral limb sheath. The rest of the procedure went without incident.